Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The patient had an endovascular aneurysm repair (B)(6) 2007 with zenith devices ( 1 body and 2 legs). The patient presented with a type 1a endoleak on 11 dec 2014. There is evidence of a type 2 endoleak. Treatment with embolization coils at some point between the implant and (B)(6) 2014. On (B)(6) 2014, the endoleak was treated raising the fabric 1 cm higher with an extension leg. The device deployed according to instructions for use. An angiogram showed evidence of continuing type 1 endoleak. They continued the procedure and placed another manufacturer's stent. The stent was placed within the extension cuff and balloon molded using a coda balloon. The final angiogram showed resolve of the endoleak.